Manufacturer narrative:
Awaiting the return of the sample.

Event description:
I received a call and text from (B)(6) and anesthesia tech regarding a recurring technical issue with several display units. Last night, the display with serial number (B)(6) froze immediately prior to an intubation procedure. This same failure -where the screen either freezes or displays an error before flashing back to the live camera view has also been occurring with serial numbers (B)(6) over the last several weeks. No serious injury/harm to patient or user no indirect harm. No required intervention to prevent permanent damage. No hospitalisation - initial or stay prolonged by 1 day or more no serious injury, disability or permanent impairment. Not life threatening, no deaths.